Manufacturer narrative:
The initial MDR 2432235-2016-00048 was filed on 2/5/2016. Correction: the initial MDR states the date of awareness as 01/20/2106. The correct date is 01/13/2016. Additional information (2/29/2016): siemens healthcare diagnostics has confirmed the trig_c reagent kit lots 348297 and 359932( smn 10697575) used on the advia 1200, 1650, 1800, 2400, and xpt chemistry systems does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life. Internal testing demonstrated that a patient bias (-12% to -15%) may be seen at concentration levels between 450 to 550mg/dl. Linearity is reduced by approximately 31% at higher triglyceride concentrations up to 1200mg/dl (13.56mmol/l). An urgent field safety notice (ufsn) chc16-03.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03.a.us was sent to us customers in march of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lots 348297 and 359932.

Manufacturer narrative:
Siemens technical operations has confirmed that the trig_c assay reagent lot 338040 is not linear to the instructions for use (IFU) claim of 550 mg/dl (62.15 mmol/l). Siemens diagnostics is investigating this issue.

Event description:
The customer has noticed a variability in results on two patient samples when using the triglycerides_2 concentrated assay reagent lot 338040 on an advia 2400 instrument. The customer ran the two patient samples using trig_c reagent lot 338040 and another reagent lot. Patient samples were run in duplicate and the values on reagent lot 338040 were lower than the values obtained on the other reagent lot. None of the results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the difference seen in the trig_c values for the two patient samples.